Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and found the end-tidal volume (vte) out of specification and a dirty exhalation flow sensor. The exhalation flow sensor was replaced. During testing, an "invalid serial number" error message came up. The ribbon cable was replaced and serial number change code was obtained. The ventilator was tested and no issues were noted. Operational verification procedure was performed. The ventilator meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a xdcr (transducer) fault was found during setup on a vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.